Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer feeling stimulation. He is also having difficulty communicating with the ipg using the programmer. The pt was sent a new programmer. Attempts to gather add'l info were unsuccessful. No further info is available at this time.